Event description:
Customer requested we provide log download and interpretation of programming upon request of nursing, who suspected that a dose was incorrect. At 12:45 nurse hung a liter of tpn to infuse at 63 ml/hr, started infusion and left the room. At about 1 am on 6/24, the device alarmed for air in line, nurse found bag empty. Reported that pt was on dialysis and it was possible that the dialysis nurse got the channel mixed up with a different pump that was on standby with blood tubing for use during dialysis, and programmed this device in error. Customer reports no harm to the pt; extra fluid infused was removed before dialysis was finished.

Manufacturer narrative:
(B)(4). Investigation is in-process; a f/u report will be submitted when the investigation is complete. This report was filed by the MFR.